Manufacturer narrative:
The batteries, (B)(4), were not returned for evaluation. Review of the receiving inspection records confirmed that the associated devices met all requirements for release. Analysis could not be performed as the devices were not returned. Log file analysis revealed that batteries (B)(4) triggered a critical battery alarm. Log file analysis revealed that (B)(4) was connected to power port 1 of the controller during a critical battery alarm on (B)(6) 2016. The battery ((B)(4)), however, did not trigger the alarm. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. Heartware is currently investigating communication errors. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - (B)(4). Manufacturing date: 01/31/2016 / expiration date: 01/31/2017. Battery - (B)(4). Manufacturing date: 01/31/2016 / expiration date: 01/31/2017.

Event description:
It was reported that the patient came to clinic complaining of critical battery alarms. The devices were exchanged. There was no impact to the patient.